Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 234-235 mg/dl.

Manufacturer narrative:
Device not returned.